Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgment was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.